Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7073645.

Event description:
It was reported that the patient underwent an explant procedure due to overstimulation. All explanted device components will not be returned as they were not released by the facility.